Event description:
Complainant alleged that during biomed testing, after selecting 200 joules and pressing the charge button, the device charged to 2 joules and inappropriately shut down. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for evaluation and this complaint is still under investigation.